Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio2: 2-3; lab: 4.2. Date: (B)(6) 2011; inratio2: 2.4; lab: 5.8. Pt's therapeutic range: 2-3 inr. On (B)(6) 2010, pt went to the emergency room and had bleeding at or near the kidney. He bled into a pre-existing cyst on the kidney. The blood ended up obscuring a cat scan and almost resulted in the removal of the only remaining kidney. On(B)(6) 2011, pt went to the emergency room having problems above the left elbow, which started 4 days prior. Shoulder is already arthritic. Initially, elbow was hurting, then started to swell. Swelling went down, but late evening on (B)(6) 2011, pain in elbow resumed and was extremely excruciating. At the emergency room, pt had an increased shot of hydrocortisone. Pt had a stress dose of hydrocortisone over the weekend prior to results on (B)(6) 2011.